Event description:
The customer reported the panorama telemetry system shut down, which may have resulted in loss of telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the system. The wireless transceiver (tim) was returned to the factory for further evaluation, while a loaner unit is being provided to the customer. See scanned page.